Event description:
Mother of the customer reported having trouble with the transmitter not charging. Customer stated that the lights on the transmitter do not blink. Customer's blood glucose reading at the time of the call was 467 mg/dl and stated that he did not bolus for the snacks he ate. Customer has treated with the insulin pump. Mother declined troubleshooting for the high blood glucose readings and stated that they were coming down. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.